Manufacturer narrative:
Section b3: date of event is estimated. A ¿replace generator¿ warning message was reported to abbott. As a result, the patient's ipg was explanted and replaced. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
It was reported that ipg was inoperable due to end of life (eol). Programmer displayed "replace generator" message. It was noted that patient used primarily tonic stimulation. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.